Event description:
Intralase laser fs2 is used with an uninterruptible power supply (B)(4). On (B)(6) 2009 account reported problems with the ups. The field service engineer reported that during service visit sparks and smoke were observed from the ups.

Manufacturer narrative:
Device: (issues associated with the combustion of device components, resulting in any of the following: light, flame, smoke). At the time of this report the ups has not been available for investigation. Information regarding the results and conclusion of the part evaluation will be provided in a supplemental MDR. Feedback from powervar (ups supplier) on this issue: by its very nature, the upm will provide high voltages and high currents necessary to provide the uninterrupted power to the system. It is likely that, due to these high power levels within the units, that any component failure would result in the destruction of that component, which may result in heat and/or smoke being momentarily generated. However, the unit is designed so that there is no risk of fire, with the fault being contained within the enclosure, safety mechanisms to disconnect the battery power, and materials that are self extinguishing. Laser was checked by a field service engineer and preventative maintenance was completed. Laser was ok.